Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs system replaced due to loss of therapy. Stimulation therapy was reportedly restored postoperatively.